Event description:
The customer returned the Bronchovideoscope to the service center for a separate issue. During the device analysis, the Service Repair Technician indicated that aspiration was not possible due to a dent in the biopsy channel was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.Based on the results of the investigation, it is likely the following led to the malfunction: deformation/distortion problem. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.